Event description:
Event: blood pressure decreased, nausea. In 2007 - a female pt started artz dispo (=sodium hyaluronate) injection into the knee for osteoarthritis once a week. In 2007, the injection interval was changed to every two weeks. In 2008 - she complained of knee pain and discomfort after the injection at 10:30 am. The blood pressure was 100/80 mmhg. The injecting physician laid her on the bed for continuous nausea and dizziness. Then he took her blood pressure. Her blood pressure dropped to 80/60 mmhg. Her consciousness was clear. She also complained of numbness in left leg. Though a drip infusion was conducted, the symptoms still persisted. Consequently, she was transferred to an emergency hosp at 11:30 am. The blood pressure was 100/80 mmhg at that time. It is no available on the detailed info in regard to the treatment and the symptom; blood pressure decreased, reoccurred at the emergency hosp. She rec'd infusion therapy and recovered in the day. The injecting physician considered that this event was probably related to artz dispo. The injecting physician considered that this event was also related to autonomic reflex. The injecting physician considered decreasing blood pressure was serious event, but nausea was not serious.

Manufacturer narrative:
Our medical adviser suggested as follows: this adverse event occurred immediately after the artz dispo injection, but since no skin symptoms like rash, breathing difficulty, and facial edema developed, it is difficult to consider the adverse event as anaphylactic shock. It is believed the primary shock associated with artz dispo injection.